Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damaged cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported on (B)(6) 2014 at 8:05 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: time: 8:44 am, bg (mg/dl): 181, cho (g): 10, bolus (u): 2.1. Time: 12:16 pm, bg (mg/dl): 485, bolus (u): 1.55. Time: 1:06 pm, bg (mg/dl): 484 (alternative meter). Time: 1:35 pm, bolus (u): 3.0. Time: 3:51 pm, bg (mg/dl): 467 (alternative meter). At 4:21 pm, the pod was deactivated. She noticed the cannula appears to be shorter and it looks like the cannula was shaved off. At 4:26 pm, she was able to activate new pod and gave a bolus of 3.5 units of insulin.